Event description:
Customer reported blood glucose results of 255 mg/dl on the compact plus system and 127 mg/dl within 10 minutes in a professional system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.